Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: proturn, xt-r, sion, guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, heavily calcified, 99% stenosed, mildly tortuous, proximal left anterior descending (lad) artery the 2.5 x 15 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation and during the first inflation at 4-5 atmospheres, the balloon ruptured. The bdc was removed from the anatomy without issue and outside the anatomy a balloon rupture was confirmed. A different bdc was used and pre-dilatation was performed without reported issue. The procedure was completed without any issue after stenting. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided